Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with blood glucose (bg) levels above 400 mg/dl after running out of insulin. The user self-transported to the hospital where they were admitted, diagnosed with ketones, and treated with insulin. The user was discharged on (B)(6) 2025 with no reported long-term effects.